Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that had entered into the nozzle, adhered to it, and due to a lack of reprocessing that was implemented in line with the instructions for use, the foreign material accumulated and clogged the nozzle. Concerning the cause of foreign material flowing into the channel, it was not possible to further presume the cause of the suggested phenomenon, as detailed information on the handling of the device was unable to be obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that a foreign object was clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply was insufficient. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the adhesive of the bending section cover had a chip, a crack and had a white-clouded area due to chemical or physical stress. Additionally, the adhesive around the objective lens was peeling and had a white-clouded area due to a handling issue. Due to this adhesive peeling around the objective lens, a streak of flare appeared in the image. Also, the adhesive around the light guide lens had a white-clouded area. It was also observed that the light guide lens had a crack. It was observed that the plastic distal end cover had a dent and a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. It was also observed that the grip was shaved due to handling. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the play of the up and down knob was out of the standard value due to wear of the angle wire.lastly, scratches were observed on the following unit components due to external factors: bending section cover, connecting tube, suction cylinder and on switch 2.due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility.the customer cleaned, disinfected, and sterilized the equipment prior to requesting repair.the customer confirmed that the facility does not delay the start of precleaning on the equipment after use.during the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had poor water supply. The reported issue occurred during preparation of use for diagnostic lower endoscopy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.